Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing observed on presenting rhythm post premature ventricular contractions (pvc). The lead remains in use. No further patient complications have been reported as a result of this event.